Event description:
It was reported that the patient had dyskinesia symptoms following a CT scan. The patient indicated that their neurostimulator was on during the CT scan. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator model 7426 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot# v497077 implanted: (B)(6) 2010 explanted: na; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; accessory kit model 3550-05 lot# n239471 implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot# v436025 implanted: (B)(6) 2010 explanted: na; extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.